Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (dose audit reports) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 30 mmol/l (540 mg/dl) and he "almost lost consciousness". Customer further reported that he thought "he needed more insulin which almost gave an insulin shock". A reading of 3 mmol/l (54 mg/dl) was obtained on the meter and the customer was provided sugar by the healthcare provider. There was no report of death or permanent impairment associated with this event.